Manufacturer narrative:
During use of a 6-7f mynxgrip vascular closure device (vcd), it would not go through the sheath. There was no patient injury reported. Additional patient and procedural details were requested but are not available. Multiple attempts to obtain additional information were made without success. The device was not returned for analysis. A product history record (phr) review could not be conducted as a lot number was not provided. The reported ¿catheter inability to advance in sheath¿ could not be confirmed as the device and sheath were not returned for analysis. The exact cause of the inability to advance in the sheath could not be determined. Based on the limited information available for review, access site vessel characteristics (although not provided) and/or the condition of the procedural sheath likely contributed to the resistance felt during device insertion. A tortuous vessel may cause difficulty for the catheter tip to make the "turn" into the vessel. According to the mynxgrip instructions for use (IFU), which is not intended as a mitigation, it is stated that the safety and effectiveness of mynxgrip have not been established in the patients with clinically significant peripheral vascular disease in the vicinity of the puncture. Without a lot number to conduct a DHR review, it is not possible to determine if the reported failure could be related to the manufacturing process. Therefore no corrective and preventive actions will be taken at this time.

Manufacturer narrative:
The device was reported to be available for analysis but has not yet been received. A review of the manufacturing records could not be conducted without a lot number. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
During use of a 6-7f mynxgrip for vascular closure device, it would not go through the sheath. The device will be returned for analysis and there was no patient injury reported.